Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is not confirmed. One unpackaged ar-8150pp-30 was received for investigation. Functional testing concluded without the inability to deploy the distal tip of the powerpick. No issues with the "uniformity" of the tip length were observed. No problem found.

Event description:
On 5/24/2022, it was reported by an arthrex employee via email that an ar-8150pp-30 powerpick lever is stiff and needle is stuck. When the needle does comes out, the tip length is not uniform. This occurred during an unspecified procedure on (B)(6) 2022. The case was completed by using a new ar-8150pp-30 powerpick with no patient harm.